Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. There was no 3d image and the connector showed a different serial number, but the master showed it correctly. All switches were working ok and the scope passed a water leak test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the 3d imaging was not working during a diagnostic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the repair history record found no deviations that could have caused or contributed to the reported issue. Per the repair history, the device was refurbished on august 4, 2022. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to a failure in the charge-coupled device (ccd) unit and/or the internal circuit board of the video connector. The cause of the ccd unit/video connector circuit board could not be specified but likely occurred due to one of the following; the video connector was inserted/pulled with the system turned on or the electricity was turned on with matter on the contacts of the video connector such as dust, dirt, or moisture. The following information from the instructions for use (IFU) pertains to this event. "Important information ¿ please read before use: warnings and precautions: disappeared or frozen endoscopic image: - before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.